Manufacturer narrative:
The customer reported that the org switch was causing signal loss and a lot of artifact on one transmitter. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported that the org switch was causing signal loss and a lot of artifact on one transmitter.

Manufacturer narrative:
Complaint details: the customer reported on (B)(6) 2019 that they were getting constant signal loss and a lot of artifact which is occurring on 1 specific transmitters on the org. Service requested: the customer sent in the device for repair/evaluation. Service provided: the unit was cleaned and decontaminated. The model, serial number, and all labels were verified. The reported problem of "the org-9100a sn: (B)(6) has transmitters constantly "signal loss" was duplicated. After testing, rc found transmitter #5 had signal loss. Rc replaced the following part and issue is resolved. Zr-920p receiver, org-91xx 1 ea the unit was tested per the operator's/service manual and the results were recorded on the attached maintenance check sheet. The unit completed 24 hours of extended testing and operates to the manufacturer's specifications. Investigation result: the org-9100a; sn: (B)(6) was placed into service on 12/30/2012, which is over 6 years at the time of the reported issue. A review of device history found no previously reported issue with the unit or nka servicing. A review of complaints registered by the facility found the following ticket related to signal loss issue with the org: 55524 reported on 04/03/2019- org-9100a; sn: (B)(6); artifact/signal loss similar complaints using "org09100a signal loss" gave the following result: 22675- intermittent signal loss; issue could not be duplicated 44712- intermittent signal loss; root cause: issue could not be duplicated 23031- comm loss/signal loss; root cause: user education 36831- signal loss; root cause: unknown 31671- signal loss; root cause: unknown 33551- signal loss; root cause: unknown 33662- intermittent signal loss; root cause: pending investigation 48821- signal loss; root cause: user error 52970- signal loss; pending investigation based on the device service history, complaints registered at customer's site, and similar search query, no adverse trend is suspected with this device. The issue was resolved by replacing the malfunction part (zr-920p receiver). The root cause of the issue was unable to be determined. The repaired unit was returned to customer on (B)(6) 2019 and no further issue was reported with the unit. Review of the device history record (DHR) shows that the unit has no history of CAPA, ncmr, refurbishing, or other suspected defects. Corrected information: d10. Device available for evaluation? (Date). Additional information: b4. Date of this report. F6. Date user facility/importer became aware of the event. F7. Type of report. F11. Date report sent to FDA. F13. Date report sent to manufacturer. G4. Date received by manufacturer. G7. Type of report. H2. If follow-up, what type? Additional information. Correction. Device evaluation. H3. Device evaluated by manufacturer? H6. Event problem and evaluation codes. H10. Additional manufacturer narrative.

Event description:
The customer reported that the org switch was causing signal loss and a lot of artifact on one transmitter.